Manufacturer narrative:
The ufr was the only information for this case; the hospital did not involve the local dräger s&s organization into any follow-up measures. The contact person named in the ufr could not provide further information; a log file was not made available. This does not allow a case-specific evaluation; only a general assessment of the event description can be made. Dräger concludes the following: the aspects that the hospital did not ask dräger for a service dispatch and that water/condensation in the breathing hoses was found are a strong indication that there was indeed no issue with the device which would require repair or correction; the presence of a malfunction or a contributing use error can however not be fully excluded due to lack of information. The device is equipped with pressure and flow monitoring and will post alarms in accordance to the thresholds defined by the user if deviations between settings and the delivered/measured ventilation parameter occur. This would also include situations in which the divergence was caused by a compromized measurement function. Excessive condensation in the breathing circuit can also lead to increasing resistence of bacteria filters that may have been integrated in the pneumatic circuit. The device will then detect that a higher airway pressure is required to apply the breathing volume to the patient and will post a corresponding alarm. It is under responsibility and control of the user to set specific alarm limits for the individual patient to have an adequate response time if ventilation becomes disturbed. Finally, the available information does not allow to conclude what has caused the desaturation of the patient - the suspicion of the user that a disturbed flow measurement was the root cause can neither be confirmed nor denied. Multiple factors must be taken into consideration as contributing aspects and - based on experience - a relation to applicational aspects is more likely than a malfunction.

Event description:
Dräger has received an ufr with the following description of event: "during the use of the ventilator, the patient's oxygen saturation dropped to 52%, heart rate decreased to 78 beats per minute, and the waveform on the ventilator screen appeared as a straight line. The newborn's lips and face showed cyanosis. The doctors and nurses immediately provided positive pressure oxygen via a resuscitation bag connected to the endotracheal tube, and the infant's oxygen saturation gradually rose to normal levels. Investigation revealed that water accumulation in the disposable breathing circuit of the ventilator led to abnormal monitoring by the flow sensor."